Event description:
Pt reports an issue with a damaged hose connected to a nebulizer. Pt explains that the hose connecting the nebulizer to the face mask is bent and has a leak. Unknown if dose was missed, unknown if pt experienced an adverse event, unknown if defective rx(prescription) is available for return, unknown if md is aware, no further info reported. Diagnosis for use: "chronic obstructive pulmonary disease, u."